Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history records for each possible batch number (8670542 or 8462657) were reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
The patient was hospitalized for a permanent pacemaker, where a temporary pacemaker was used during placement. The patient was readmitted to the hospital in shock from echo-detected tamponade. A CT scan excluded major complication.